Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and no data was found in the investigation window. Receiver functional tester: passed all relevant testing. The customer's complaint of the device ceased to function was undetermined. A probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced a receiver that ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.